Event description:
Patient presented to the physician with infection at the chest incision. Physician brought the patient into the or and determined there was an extra wire wrapped around the ipg. Ipg and lead wires were readjusted. Physician cleaned the pocket and closed. Patient presented back to the physician with pain, wound dehiscence, drainage, and infection. Physician brought the patient into the or and removed the entire inspire system.